Manufacturer narrative:
(B)(4). Concomitant product(s) a: 00434903603,tm revrs hum poly liner/inlays, 62465423; 00434901413, tm reverse stem, 62459954; 00434903611, tm reverse glenosphere 36 mm diameter, 62501364; 00434902502, tm reverse baseplate, 62428982. Reported event was confirmed by review of provided medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as part and lot numbers are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07081.

Event description:
It was reported the patient underwent reverse total shoulder arthroplasty revision to address continuous pain, right side shoulder dysfunction, and loosening of the glenoid approximately 3 years and 8 months post-implantation. X-rays revealed implant migration and impingement of the humeral prosthesis on the inferior lip of the glenoid. Notching appeared by 6 months post-operatively. Radiolucency around the inferior screw, glenoid migration, and new pain onset with coracoid tenderness was reported approximately 2 years post-implantation. Patient was revised to a competitor product.